Event description:
A report was received that the patient¿s two ipg will be replaced and upgraded as well as the leads will be revised for unknown reason.

Event description:
A report was received that the patient¿s two ipg will be replaced and upgraded as well as the leads will be revised for unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the two ipgs were explanted and upgraded into one ipg. The physician believed that the patient would benefit from the new ipg due to its programming capabilities and for having only one remote and charging system. The original leads remained. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2108-50m, serial #: (B)(4), description: scs lead kit, phase 2 sterile package. Model #: sc-2138-50, serial (B)(4), description: scs 50cm iii lead. Model #: sc-1132, serial #: (B)(4), description: precision implantable pulse generator (ipg).